Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 showed duplicate cubie pocket records. The field service engineer (fse) used diagnostic mode to remove all cubies, rebooted the station, and guided the customer to recover, release, and remove all storage spaces. Cubie pockets were reinstalled, duplicates were cleared, and the customer reloaded and inventoried all medications successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Customer tried to reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.